Event description:
Pt called stating that one of her ms3 pump was not functioning properly because she still sees med remaining in the syringe and has not alarmed for "cartridge low" just yet. Warm transferred to (B)(6), rn at the pharmacy who went through troubleshooting process with the pt and determined that the pump was not registering the new pump rate. She had pt reprogram the pump rate 3 times; however, the new rate did not register. Informed pt to switch over to the back up pump. Malfunctioning pump was dispensed from another branch and due date is not available. Was only able to obtain serial number from the pt: (B)(4). Pt will be sent a replacement pump along with the return box. No se or adverse event reported. Remodulin 63.6ng/kg/min, q 48 hours, sq, (B)(6) 2017 to ongoing. Reason for use: pah.